Event description:
Provider spoke to (B)(4) in customer service to advise that the seat rail and pivot tubes are bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.